Event description:
Ruptured implant, extreme fatigue, severe joint pain, sharp pain in breast, pain in chest, insomnia due to pain, swollen lymph nodes, migraine headache, rash on arms, hair loss, hands white and blue and sensitive to cold, bowel problems (severe constipation), blood in urine, memory loss and depression. Event date: 4/22/83.